Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and rupture. Healthcare professional later reported "baker IV capsular contracture, badly ruptured". Device was explanted.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: b.5, h.6.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade unknown. And rupture. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unknown.